Manufacturer narrative:
This supplemental report is submitted to correct the initial report event date (b3), date received by manufacturer (g3) and the date received by manufacturer (d9). Updates to sections b3 and d9. The initial report date received by manufacturer (g3) is (B)(6), 2021.

Event description:
A distributor reported to olympus that a user facility reported to them no image was present when preparing the olympus, model otv-s7h-1d-l08e, camera head, for use for a diagnostic procedure. The intended procedure was completed without delay using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; due to a fault in the charge-coupled device, an image was not present. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the charge-coupled device (ccd) due to a water leak into the camera head. As stated in the instructions for use, the following statement addresses handling of the camera and may prevent the phenomenon: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."